Event description:
Spontaneous patient reporting that she is having a high pressure alert on her machines. She tried switching out her cassette and is unable to switch out her tubing as she has a PICC line and requires assistance with this. She changed to back-up pump as well and is still having this alert. She reports that this happened to her one time before and she ended up having a clot. Informed patient that there could be an issue with her line and that she should go to the emergency room (ER) right away to get it examined. She reported that she will have her son take her to the hosp instead, informed her that she needs to go to the hosp as quickly as possible. She f/u with mom. Pt with little cap was clogged and did end up going to the ER. Now pt knows the little green cap gets clogged and can be fixed. Dose or amount: 1.5mg; frequency: continuously; route: IV; dates of use : from (B)(6) 2018 to current; diagnosis or reason for use: pah.